Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty sensor resistor. The motor was tested outside of the device and passed. Unable to confirm alarm due to motor error alarm. Pump received with corroded battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed motor error on a recurring basis. The patient's blood glucose at the time of incident is unknown. During troubleshooting it was confirmed that the drive support cap appeared normal, but it was mentioned that a motion sensor test failure had also occurred. However, the insulin pump successfully passed the displacement test. Due to the multiple alarms, the insulin pump will be returned for analysis.